Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance attempted to contact the registered nurse (rn). The rn stated they were not aware of the alarm. The rn stated the hp has been performing therapy successfully and has had no injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 2 of 3. The hp stated they had disconnected to use the restroom and came back and reconnected and then machine started alarming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.